Event description:
It was reported the device exhibited over infusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one device was returned for evaluation. Visual inspection revealed minor scratches on the lcd window lens screen. No evidence was found in the event history logs. Functional testing was performed and the reported issue was able to be replicated; the device was found to be overdelivering. The root cause was determined to be the expulsor out of mechanical specifications. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.